Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8590-1, serial# (B)(4), implanted: (B)(6) 2015, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The health care provider reported via the manufacturer representative that at a new pump and catheter implant procedure on (B)(6) 2015 a collet piece from the pump segment of the catheter was missing. This was discovered when going to attach the spinal portion to the pump portion. The pump segment was broken. The spinal catheter segment was implanted; a different pump segment was used with no further issues reported. The missing collet piece was later found on the drape. The collet had broken and fell on the floor in the bag. No patient symptoms were reported. No drug was in the pump during the reported event, but the pump was implanted to treat multiple sclerosis and intractable spasticity with baclofen.

Manufacturer narrative:
Analysis of the 8780 serial number (B)(4) found catheter pin connector/collet prelocked or detached and/or missing, unknown if procedural or manufacturing related. The distal portion of the pin connector was missing the collet as received. No anomalies or defects were noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.